Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suffered from headaches and had a poor hearing sensation with the device. The patient has been explanted.

Manufacturer narrative:
Conclusions: according to the received information, the patient was explanted most likely due to device unrelated medical reasons, namely multiple otitis media with effusion, which could not be solved by several attempts of iatrogenic perforation of the tympanic membrane. Based on received telemetry measurements, it is assumed that excessive tissue growth around the reference electrode contacts could have been a contributory factor for the described symptoms. Device investigation does not show any damage, which could otherwise explain for the reported symptoms, but only damages related to the explantation surgery. A review of the device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. This is a final report.

Event description:
The patient suffered from headaches and had a poor hearing sensation with the device. The device has been explanted and the patient was implanted on the contralateral side.